Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the touchscreen was unresponsive. It was stated the unit continued to cycle and no patient harm was reported. At biomed, it was noted that there was an unknown liquid spill on the touchscreen. The remote service engineer (rse) advised the customer to clean the touchscreen and calibrate after. The rse stated if cleaning and calibrating the touchscreen did not resolve the reported issue then a replacement of the touchscreen was required. The customer cleaned the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.